Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the power pcb assembly to resolve this issue. Thereafter, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off during training. There was no patient use associated with the reported event.